Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 2.5 inr at 8:09 am. The doctor requested a laboratory result due to the customer receiving a high meter result of 3.3 inr the week prior to the event. The laboratory result was 1.9 inr at 9:20 am. The customer excessively squeezed her finger to obtain blood for the meter result. The customer¿s therapeutic range is 2.0- 3.0 inr.

Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.